Manufacturer narrative:
Product ID 8780, serial# (B)(6), implanted: (B)(6) 2019. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that the segment will not be returned. It was simply kinked.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial/lot #: (B)(4), ubd: 06-jun-2021, UDI#: (B)(4), implanted: (B)(6) 2019 product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receving 7.6 mg/ml of morphine at 5.0030 mg and 38 mg of bupivacaine at 20 units via an implantable pump for non-malignant pain. On (B)(6) 2020, it was reported that a volume discrepancy was noted at the time of the pump refill on (B)(6) 2020. The expected reservoir volume was 0.7 ml, but 7 ml of medication was aspirated instead. No environmental/external/patient factors that might have led or contributed to the issue were reported. A dye study was performed, but the hcp was unable to aspirate. The pump segment of the patient's catheter was then replaced. The issue was considered resolved at the time of the report. No patient symptoms were reported. The patient's status was listed as "alive - no injury". No further complications were reported.